Event description:
The customer reported the screen becomes black and the subject device displayed no image. It was not possible to restore the image. The reported issue occurred during the inspection of the subject device, prior to an unspecified procedure. There was no impact on the intended procedure. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the subject device was not displaying an image with an error code b32 (scope data error).

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image was caused due to a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. It is likely an error code b32 was displayed due to foreign matter attached to the electrical contacts of the video connector resulting in unstable communication with the system. However, a definitive root cause could not be determined. In addition, service found there was a leakage from the objective lens, the bending angle was out of specification due to wear of the angulation wire, the adhesive on the bending section cover was chipped, the lock engagement lever was tight, and discolored, there was a leakage from the light guide cover glass, and the light guide cover glass was deformed. Scratches were observed on the bending section cover, the light guide cover glass, the control section, the right/left plate, the grip protector, the video connector, the video connector case, and the light guide connector due to external factors. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.